Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that several non-sustained right ventricular over-sensing (nsrvo) alerts were received due to the implantable cardioverter defibrillator (ICD) over-sensing myopotentials. Some of the more recent nsrvo alerts were noted to be triggered by competitive atrial pacing (cap). Additionally, it was noted that ICD was functionally under-sensing due to the intrinsic p-waves falling in the post-ventricular atrial refractory period (pvarp). No changes were made and there was no consequences to the patient.